Manufacturer narrative:
New information received on 03/12/10 deemed this to be a reportable event.

Event description:
On (B) (6) 2007, a gore propaten vascular graft was implanted in a below-knee bypass procedure. Bypass was in left leg, from popliteal to dorsalis pedis artery. On (B) (6) 2008, an occlusion was noted. On (B) (6) 2008, a below-knee amputation was done.